Event description:
It was reported that the surgeon noticed breakage of the baseplate and the insert on (B)(6), 2012 in the routine medical check up. These devices were implanted in (B)(6) 2010.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.